Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 292262.

Event description:
It was reported that the patient had four contacts with high impedances. It was also reported that the patient needed more coverage on the left leg and reprogramming was attempted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.